Event description:
It was reported that during use with bd saf-t-intima¿ safety system with y adapter when removing the guidewire the needle detached. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing a patient with intima device 24 g batch: 260961, when removing the guide wire, the needle detached from it and got stuck in the rubber.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2285878 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd saf-t-intima¿ safety system with y adapter when removing the guidewire the needle detached. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing a patient with intima device 24 g batch: 260961, when removing the guide wire, the needle detached from it and got stuck in the rubber.